Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a no delivery alarm was received. The customer's blood glucose was 532 mg/dl at the time of the incident. Troubleshooting spoke with customer and the customer indicated that the reservoir was changed out but the alarm was received again. Customer then indicated that the set and reservoir were changed for a third time and everything was working properly at that point. The customer was advised that the device would be replaced and to return the product for analysis however, the customer declined to return the product. No further information was provided.